Event description:
It was reported that the universal modular electric/battery double trigger handpiece stuck. The device got jammed after sawing with the oscillating saw. The surgery was completed with another device. No add'l clinical info was rec'd prior to this report.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.